Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed and the pink slide insert was not visible in the viewing window. The device was downloaded and there were no alarms. The device completed first prime but not second prime. No damages or defects were observed on the bottom housing or e seal that would prevent the needle mechanism from deploying as intended. When the ratchet gear was rotated manually, the needle mechanism deployed as intended.